Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, a chest x-ray showed that the right atrial lead had dislodged. The lead was successfully repositioned.